Event description:
It was reported to technical services on (B)(6) 2010 that this lead would possibly be revised. Sensing was at 1.9mv and thresholds at 3v @0.5. Dr. (B)(6) at (B)(6) would be doing the revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).